Event description:
The doctor opened the lead kit and inserted the epidural needle at l1. There was a csf leak as a result of the dural puncture. The doctor aborted the scs implant case (standard operating practice whenever a dural puncture occurs). The pt's doctor will reschedule the case for a later date. The epidural needle was part of the leads kit, the lead was never placed in the pt and lead kit was discarded.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.